Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, no additional information was provided such as operative report, patient medical history, and device status for return. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Evaluation summary: as received the valve exhibits extensive cut outs in the sewing ring and sewing fabric that led the wireform and the band to be exposed at the inflow and outflow aspect. The sewing ring and fabric is mostly missing which freed the tissue end along the attachment site. A hole is noted in the tissue of leaflet 1 measured to approximately 2mm by 4mm. Stent distortion and wireform to band separation are evident in the x-ray. The above disruptions are most likely due to explant. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 3mm. Host tissue is minimal to moderate at the stent outflow. The returned device was examined visually and with a light microscope, digital microscope. X-ray. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted after an implant duration of approximately 7 months, and replaced with same model/size valve. Through follow-up with the healthcare provider, it was learned that the valve was explanted due to periprosthetic leak. No additional information was provided due to patient privacy regulations. The surgeon indicated that the reason for this explant is patient related and not due to a device malfunction.